Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had the motor arm cannot communicate with the main arm during the troubleshooting for pump error. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer passed the self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.